Manufacturer narrative:
The devices, used in treatment, were returned for evaluation. A lab analysis was conducted and confirms the components were inspected visually to determine the cause of the reported incident. No destructive analysis was conducted during this investigation. The tibial insert is still seated on the tibial baseplate and locked in place. The articulating surface of the insert has some wear present. Bone cement is still adhered to the bone cement contacting surface of the tibial baseplate. The periphery of the locking detail on the baseplate is scratched. There were no observations of material or manufacturing deviations in the course of this investigation. A clinical evaluation was conducted and confirms no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Pain is potential complication associated with any surgery. Some potential probable causes of this event could include patient reaction or a post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed due to posterior knee pain. Further information is unknown yet.